Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/06/2017 with the following findings: the pump histories from the complaint date were unavailable for review due to continued pump use. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced low blood glucose (bg) of 30mg/dl with no reported signs or symptoms of hypoglycemia and was treated by emergency medical services. The reporter stated that they believed the low bg was due to having incorrect settings in the pump; the correct settings were not available for review at the time of initial contact. The reporter was to confirm correct settings with the patient's healthcare provider (hcp) and call animas back. During follow-up with the reporter, it was confirmed that the pump settings had been incorrect at the time of the alleged bg excursion and customer technical support assisted the user in correcting the settings per the patient's hcp. The reporter noted that bolus settings adjustments had recently been made by the patient's hcp. There was no indication or allegation of a pump malfunction. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia associated with use error in entering the pump settings incorrectly.